Event description:
It was reported that the incision site never did heal very well after the implantation. During exploratory surgery, the surgeon removed an undissolved suture at the implant site. It was noted that although the patient was doing better, it appeared that the incision site never healed properly. The center is continuing to monitor the patient. The device remains implanted.